Event description:
A cassette sample was received for an unrelated event. When the sample was evaluated, it was noted that the patient and drain lines were cut. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A visual inspection and leak testing noted cuts in the patient and drain lines. Clear passage and clamp function testing was performed with no issues noted. The sample was confirmed for the reported problem. The cause could not be determined. A follow-up MDR will be submitted if any additional relevant information is received.